Event description:
The customer reported intermittently the system shut down without command. No report of pt injury.

Manufacturer narrative:
No conclusion can be drawn, as repair info is unavailable.